Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, patient reported receiving a mechanical error on (B) (6) 2010. Patient stated the error occurred during the night and she did not wake up to hear the alarm. Patient reported she woke up with elevated blood glucose symptoms and a blood glucose reading of 'hi'. Patient stated she was able to self treat with an insulin pen and disconnected from her infusion device at that time. Patient reported her blood glucose returned to normal after approximately 6 hours and she then switched to her backup infusion device at that time. Patient's normal blood glucose range is 80-200 mg/dl. Advised patient on correct battery type to use in infusion device. Patient will purchase correct batteries later this evening. Advised patient to return to use of primary infusion device at that time. On call back from patient after changing the battery, assisted patient through the change the cartridge process. The e6 (mechanical error) did not return. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.